Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial impedance was as low as zero ohms several times. Atrial sensing was less than 0.2 mv and thresholds 2.5 v, 1.0 ms. Lead removal was planned.